Event description:
A home patient contacted baxter's technical service center for asistance regarding a "reload set 177" alarm received during the prime cycle in anticipation of their automated perotoneal dialysis therapy. During troubleshooting of the alarm it was identified that the home patient had been uing the homechoice set for 4-5 days, as they routinely does. No patient injury or medical intervention was associated with this incident per the home patient's nurse.